Event description:
The customer originally returned his olympus evis lucera elite gastrointestinal videoscope due to an air/water leakage noted from the insertion section. There was no patient harm reported as a result of the above event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found clogging the nozzle. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
A reprocessing questionnaire was sent to the customer. The customer confirmed all the reprocessing steps the facility staff take while cleaning the device. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted, the unit had been insufficiently reprocessed and had foreign material clogging the distal end. During the physical inspection, the unit was found to have notable wear and tear. There were several scratches present and damaged sections of adhesive. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material clogging the nozzle could not be identified and the root cause of the issue could not be determined. It is unknown if reprocessing was performed in accordance with the IFU. The event can be detected and or prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". ¿inspection of entire endoscope¿ ¿8. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. ¿inspection of objective lens surface cleaning function¿ ¿when using the air/water button¿ ¿1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image¿. Olympus will continue to monitor field performance for this device.